Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 26 mg/dl and 129 mg/dl 2) 408 mg/dl and 110 mg/dl the comparisons were performed on different dates. The customer reported low blood glucose symptoms with both comparisons. She ate some food and symptoms improved with an hour. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.